Event description:
A review of svc data detected a reportable event. During servicing of charger/modem (B)(4), which was returned for routine maintenance, it was discovered that it would not power up. The last pt to use this belt did not report any problems with it.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The monitor would not power up. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective electrode belt. The last pt to use this monitor did not report any problems.